Event description:
The customer reported an issue where the insulin gauge displayed a different amount than expected, with the current estimate showing 23 units while the caller expected 144.8 units. There was no adverse impact to the customer¿s blood glucose level. The customer followed necessary steps to remove air from the cartridge, used room temperature insulin, and did not reuse or overfill the cartridge. Technical support assisted in reloading the same cartridge. The caller declined to deliver a bolus to update the estimate and decided to monitor the situation and follow up if necessary.